Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported by the sales rep via phone that during a shoulder repair procedure the customer's 5.5mm healix advance knotless anchor was being inserted into the track and broke mid-body. The sales rep stated that instructions were followed. The anchor was removed from the patient with no debris. The customer's 4.75mm healix advance knotless anchor cracked at the distal tip while inserting. The customer's second 4.75mm healix advance knotless anchor cracked mid-body upon insertion. The sales rep stated that both anchors had been inserted with a drill one size larger than specified. Both anchors were removed by pulling on the sutures. There was no debris left in the patient. The sales rep stated that the patient had hard bone. The case was completed with a competitor's device in the same bone hole with no patient harm. There was a five minute delay to remove the three anchors and complete the case. The anchors were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. No nonconformances were identified for this part number/ lot number combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).